Event description:
It was reported that after the package of the item was opened, the needle tip was found loosened. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged safety mechanism was confirmed, but the exact cause of the reported event could not be determined. One 20g x 0.75¿ powerloc infusion set was returned for investigation. A visual observation of the complaint sample revealed that the safety mechanism was not properly locked over the needle. The orange component of the safety mechanism had detached and was received separate from the infusion set. The safety mechanism could not be activated and would not lock over the needle without the orange component. The yellow portion of the safety mechanism, which houses the orange component, was slightly bent. The damage to the safety mechanism affected the functionality of the safety feature; however, there were no distinguishing features which could aid in identification of a specific root cause of the damage. The orange component was reassembled in the yellow housing and the safety mechanism was engaged and functioned correctly. No other similar complaints were reported from this lot. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asens0036 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the package of the item was opened, the needle tip was found loosened. No other information was provided.